Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and compromised force sensor system alarm alarmed during the prime/compromised force sensor system alarm test at 4 pounds due to a faulty force sensor resistor. The motor was tested outside of the device and passed all the motor tests. There was no damage found on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump during prime. Customer's blood glucose is 196 mg/dl. Caller was advised to have the customer disconnect from the pump. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer's blood glucose has been running higher than normal. Caller stated that the doctor has reviewed the high blood glucose and stated that it might not be pump related. Caller stated that the issue began about a week and a half ago. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.